Event description:
Customer reportedly obtained results of 235mg/dl, 124mg/dl, and 154mg/dl on the aviva system within 10 minutes. No action taken on device results. No adverse event reported. Requested. Requested return of suspect system and replacement was sent.